Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units screen froze. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) screen froze. There was patient involvement and patient harm reported unknown . A getinge field service engineer fse was dispatched to the site to evaluate the unit. He was not able to reproduce the problem stated, but did find inconsistencies with the touchscreen while navigating through different options and settings, also found faults logged. He replaced the touchscreen and video generator board. While replacing these parts, he found the upper display power cable to be damaged. Will order this cable and return to complete repair. After that he returned with the cable, disassembled the unit and replaced cable. I reassembled and downloaded software b.17, performed a full pm per manufacture specifications, unit has passed all test and calibrations and is now ready for clinical use.